Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following several falls, the patient experienced ineffective therapy. Troubleshooting revealed high impedances on contacts 1-8. As a result, surgical intervention was undertaken on 3(B)(6) 2023 wherein the entire system was explanted and replaced to address the issue. It was noted during the procedure that the leads were twisted in the pocket.